Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not be interrogated with two different programmers. The patient had not been compliant with follow-ups and it was suspected that the device had reached normal elective replacement indicator. An x-ray of the device had been performed but the results were unknown. No additional information was available at this time.